Manufacturer narrative:
Due to lack of information, it cannot be assessed if surgiflo¿ haemostatic matrix kit with thrombin product code: ms0012 is a contributory factor in the patient's post-operative status. However, it is noted that the surgeon found "surgiflo¿", which could indicate that surgeon has not carefully removed excess product once haemostasis was achieved. This would then be a use error. This report is a repeat reporting of MFR report # 3008478369-2018-00002, which was inadvertently overwritten by another report by the importer for a separate incident.

Event description:
Event description: severe back pain following a spinal surgery. The surgeon has performed an MRI and several exam, and nothing abnormal has been noticed. During the first surgery, no use of surgiflo. Following a hematoma, a second surgery has been performed on (B)(6) 2018. During this surgery, surgiflo has been used. After the second surgery, the patient had severe back pain, so a third surgery has been performed. The surgeon has not noticed hematoma, bone migration, nor foreign body justifying the pain. However, the surgeon has found surgiflo. The physician was not accustomed for surgiflo use. Maybe he used more than necessary of the product, or the product moved in the patient's spinal area. The physician has used surgiflo there was one year ago without issue. He did not reuse it until now. No samples are available to be returned to ferrosan. Ferrosan medical device a/s reference no.: qn 200075783. This event was originally reported as 3008478369-2018-00002. However, a maude search showed that this report number was inadvertently overwritten by the importer.